Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 74-year-old female in acute myocardial infarction cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella in aorta alarmed and measured just slightly across the valve. Repositioning was suggested but the physician did not want to do it due to non sterility of the impella catheter. The pump was shallow. Impella in aorta alarm continued with pulsatile motor current. Impella position was verified but not removed. The patient is stable post issue.

Manufacturer narrative:
The investigation for the low pump flow and the positioning issue has been completed. The impella was not returned for evaluation. According to the clinical, "impella in aorta" alarms were reported and the pump was measured just slightly across the valve. Data logs were reviewed which did not find any impella in aorta alarms, but only "position unknown." The physician did not want to reposition due to non-sterility of the catheter and imaging was used to confirm the pump was in good position but data logs show there were low flows under 1 l/min for the duration of the case along with persistent suction alarms. Additionally, pulsatile motor current was reported. There was a trend in the placement signal. The most likely cause of the low flow was patient condition related. Added- d6a/d6b f6/f8 should have been left blank in the initial report.